Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil detached inside the catheter with a portion of the coil extending out from the distal end of the catheter in the splenic artery. Both segments of the coil were removed in their entirety together with the catheter. There was no reported patient injury or intervention.